Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] coagulase-negative staphylococcus (10-100cfu) [second time; (B)(6) 2019] coagulase-negative staphylococcus (1-9cfu) [third time; (B)(6) 2019] coagulase-negative staphylococcus (10-100cfu) and gram negative cocci (1-9cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.